Manufacturer narrative:
Product event summary: the partial lead in portion was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The lead conductor proximal ring with green in trifurcation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was returned to the manufacturer after being removed for vegetation. The rv lead subsequently tested out of specification during the manufacturer¿s analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks after implant the patient¿s right atrial (ra) lead was exhibiting undersensing, loss of sensing, and high capture threshold. It was thought that the patient¿s ra lead was dislodged. Approximately one week later, it was also reported that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. Vegetation was noted on the leads. The patient was septic and required antibiotic therapy. Cultures were taken. No further patient complications have been reported as a result of this event.